Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy contributed to the reported single leaflet device attachment. The reported poor image resolution is likely due to patient anatomy and/or imaging quality/equipment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with large leaflet prolapse and barlow's valve. Poor imaging quality was observed due to challenging patient anatomy. A mitraclip xtr was successfully implanted at a2-p2. A mitraclip ntr (90124u387) was implanted medial to the first clip. When a third clip was implanted laterally, it was noted the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). Therefore, a fourth mitraclip ntr was implanted to stabilize the slda and successfully reduce the mr to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.